Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and high capture thresholds due to a fracture. The lead was extracted in a procedure on (B)(6) 2025, during procedure the stylet could not pass through. The lead was successfully explanted and replaced in the same operation and post-procedure there were no patient consequences.

Manufacturer narrative:
The reported events were ¿stylet could not pass through¿, lead fracture suspected, high pacing lead impedance, and inadequate capture threshold. As received, only the distal portion of the lead was returned in one piece for analysis. The reported event of inadequate capture threshold was confirmed. Visual inspection found an internal insulation abrasion breaching the ring electrode cable lumen and inner coil lumen underneath the right ventricular shock coil. One ring electrode efte cable coating was abraded at the location. The cause of inadequate capture threshold was due to the ring electrode cable conductor abraded under the right ventricular shock coil. The reported events of lead fracture suspected, ¿stylet could not pass through¿, and high pacing lead impedance were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. Unable to perform stylet insertion test and lead impedance test due to condition of the lead as received.